Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator failed self test using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The actual electrodes were returned for evaluation. The electrode pads passed all testing without duplicating the customer's report. A retained sample of this electrode was also tested and found to be manufactured within assembly specifications with no discrepancies noted. Analysis of reports of this type has not identified an increase in trend.